Event description:
Customer reportedly obtained results of 501mg/dl and 447mg/dl on the advantage system while a professional device read 107mg/dl within 10 minutes. Customer called the paramedics based on advantage system results. Customer was transported to the hospital, but no treatment for diabetes was received. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.